Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. There was no button error alarm and no moisture damage found inside of the device. The unit had a minor scratched display window, a cracked case at the display window corner, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed button error during a bolus. The customer also reported that the device was exposed to moisture. The customer's blood glucose level was 203 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.